Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricle (rv) lead exhibited noise over-sensing. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found that as received, a complete lead was returned in two portions. Upon electrical testing, no indication of conductor fractures were observed but did find internal shorts. Upon visual examination, a full breach of the inner insulation at 5.4 cm ¿ 6.8 cm was found from the distal tip. The reported event was isolated to the breach of the inner insulation due to external forces. All other damages found are consistent with procedural damage.